Event description:
It was reported that it looked like white debris on the metal post. The product was not used. No patient harm or impact reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified a scratch in a recess on the distal side of the tibial plate, along with scuffs on the distal portion of the stem section. No debris was found on the returned device. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. It was further reported that the device was not used in the procedure. The event is not confirmed. No problem was found. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.